Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that multiple case parts were worn and additionally found the electrocardiogram connector on the link electronic module (lem) board was loose and that this programmer would need multiple case parts as well as the lem board replaced. Due to a lack of available parts the programmer was to be scrapped. (B)(4)

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.